Event description:
The patient's wife claimed that the infusion set inadvertently became disconnected from the cartridge causing leakage. There was no product misuse. The issue was not resolved during training. There was no reported patient impact associated with the alleged issue. This complaint is being reported due to the alleged unresolved disconnect issue. The animas cartridge was requested back for investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Manufacturer narrative:
Follow-up #1 (B)(4) 2012 - device evaluation: the cartridge has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the cartridge passed visual inspection, no damage or defects were noted to the luer connection or o-rings. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.